Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the primary lumbar fusion surgery was performed on (B)(6) 2017 to fix the lumbar (detailed location was unknown). After the primary surgery, the surgeon recognized that the rod was broken under x-ray (attached photo 1,2) on (B)(6) 2019. Thus, the revision surgery was performed on (B)(6) 2019 to revise the rod. The patient¿s suffered parkinson's disease. The patient is now hospitalized and is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). The rod was found to be broken at its lengthwise in two pieces. A fracture analysis was conducted on the returned device. The fracture analysis reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause of the rod breaking postoperatively could not be positively determined. However, the optical image of the fracture surface reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.